Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
(B)(4). The reported issue was noticed during preventive maintenance performed by a maquet field service engineer. The reported pre-use check failure was corrected by replacing the a pressure transducer printed circuit board (pcb). Received logs show that the reported failure occurred on (B)(6) 2017 and the date of event is updated accordingly. The replaced pcb has been returned for investigation. The reported pre-use check failure was reproduced when the returned pcb was tested in a reference ventilator. During ventilation, an alarm for low peep (positive end expiratory pressure) was generated and auto triggering caused the respiratory rate to be higher than set. Microscopic inspection of the pressure sensor showed that there were unknown particles in the ceramic cavity on the top of the sensor's chip. Earlier investigations of other pressure transducer pcb have shown that when the cavity was cleaned, the pressure transducers functioned normally. In this case it was not possible to clean the cavity. The pressure sensor was replaced and when the returned pcb was retested, performed pre-use check passed without deviation and no alarms were generated during ventilation. The conclusion is that the presence of unknown particles in the ceramic cavity on the top of the sensor's chip has affected the function of the pressure sensor and caused the reported failures. The root cause of the presence of particles in the ceramic cavity has not been determined.

Event description:
(B)(4).